Event description:
It was reported that (B)(4) of the patient's pain was in their tail bone and (B)(4) of their pain was in their lower pain. The patient stated that the implantable neurostimulator (ins) did not help with the tail bone pain at all, which they knew, but that the device was implanted anyway. The patient reported that they were getting an MRI due to their tail bone pain and was not related to the device or therapy. Information was requested regarding MRI mode instruction and icon meaning. The patient stated that they did not currently have a health care professional (hcp). It was later reported that ever since the consumer had 3 mris, their stimulation felt like a cat kneading them 24 hours a day. The patient wanted help to change their setting to feel more comfortable. It was reported that adaptive stimulation showed that they were upright when they were laying down and wakes them up when they roll on their side during the night. There was a report that it "shocks the heck" out of them. It was reported that the mris were not related but there was a report of an electromagnetic interference (emi) environmental exposure that could be related to the issue. The patient checked their device with their patient programmer and the patient currently had the stimulation off. They turned it off the night prior to the report and was in so much pain that they woke up at 4 am and felt like they were broken in 2. The patient turned it back on, took the morphine and took the morning medications. When synchronizing with the ins, the patient was on program b that was showing upright. It was reported that they were able to change stimulation. The patient was directed to their hcp to resolve the programming and pain issues. The patient was on nerve medication for their spine. It was reported that their pain issue was due to back injuries and a broken neck from a car accident prior to getting their ins. The patient was trying to get the feeling back into their hands, they feel like they were being stabbed with needles from their accident in 1998. There was a report that the patient was seeing about getting their tailbone removed, which might help their pain issues. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Event description:
Additional information was received from the consumer on 2016-12-13 reporting that the patient had tailbone surgery in (B)(6) 2016. It was reported that the tailbone surgery was related to the device or therapy because the patient was in pain. It was mentioned that the patient had 2 mris and possible a 3rd MRI in the tailbone area. The reason for the mris was related to the device or therapy because the stimulator was not offering any pain relief. The tailbone surgery, pain, and no pain relief were reported to have started on (B)(6) 2016. Additional information was received from the consumer on 2016-12-16 reporting that they had healed up from the unrelated tailbone surgery. It was also reported that the patient had sustained trauma to the tailbone earlier in their life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.